Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported that during an acl procedure, the customer's milagro advance modular driver broke in the screw in the patient while inserting the screw. The sales rep stated that the broke piece was left in the patient and could not be removed due to the piece is stuck in the middle of the screw. The sales rep stated that the broken piece is secured in the patient. The sales rep reported that the surgeon had completed the procedure with the device before the device failure occurred with no patient consequences but there was a two minute delay. The sales rep did not know the bone quality of the patient. The sales rep was not present for the case therefore could not provide any further information. The sales rep stated that the other part of the device was discarded.